Event description:
The customer reported via phone call that the insulin pump alarmed motor error during a bolus attempt. The customer's blood glucose was 200 mg/dl. The customer did not observe any significant events leading to the alarm. The customer was able to complete the rewind sequence. She stated that the insulin pump had not been exposed to a strong magnetic field. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. She stated that she had already disconnected from the insulin pump. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement tests. The insulin pump was received with a stuck motor error alarm loop during the bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratched liquid crystal display window, and cracked battery tube threads.